Manufacturer narrative:
N/a.

Event description:
The following has been reported: on (B)(6) 2024, problem noticed. Unsure of time. Beeps saying occlusion, air bubbles, over and over. Changed lines and nothing helped. It has done this for a few patients, at the start of the IV initiation. No medication running at the time. No adverse events happened, pt moved to a new pump and everything was fine. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event could not be reproduced, but alarms were found in event logs. Therefore, the air sensor was replaced to solve the issue. However, despite several requests for parts return, we did not receive anything that would allow us to go further with this investigation. Based on available information, the cause of the reported issue could be linked to a defective air sensor. However, since the associated part was not returned the root cause of this defect remains unknown. If further information are provided later on, we will re-open the complaint and pursue the investigation. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that a CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed the trend is: normal.